Manufacturer narrative:
Based on the current information provided, the cause of the hypotension and cardiac arrest cannot be determined. The physician reported that the adverse event was not device-related but rather anesthesia-related. System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a 32-year-old female underwent an ion endoluminal biopsy which was completed without issue. After completion of the ion endoluminal biopsy and undocking of the ion system, the patient was noted to be hypotensive. The physician proceeded with manual bronchoscopy with linear endobronchial ultrasound-guided biopsy of a station 7 lymph node. Pulses were lost, and a code was initiated. The patient was successfully resuscitated, and the patient was admitted to the ICU with plans to discharge the following day. The physician attributed to adverse event to anesthesia. There was no reported malfunction of the ion system, instruments, or accessories. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies, the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event, but it is possible the adverse event was related to the procedure including anesthesia. Attempts at obtaining further information have been unsuccessful. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced hypotension and cardiac arrest. The target nodule was located in the right middle lobe. The ion portion of the procedure was completed, and the ion system was undocked when the physician used a bronchoscope to clean the airways as they were getting a little bloody. The patient¿s blood pressure (bp) was noted to be dropping and the bronchoscopy was paused for a while waiting for the bp to normalize. The bronchoscopy procedure was resumed with linear endobronchial ultrasound (ebus) to perform staging. The physician was able to obtain biopsy samples at station seven when the patient¿s blood pressure dropped to 60/30 and the patient became pulseless. A code was initiated, and the patient was revived. The patient was subsequently transferred to the intensive care unit (ICU). The patient was planned to be discharged the next day. The physician reported that the patient coding was not ion-related but rather anesthesia-related. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.